Manufacturer narrative:
Additional information was received indicating that the defective tube was attempted to be used but made the patient cough. So, the patient's back up tube was used with no further issue. One bivona customized flextend tracheostomy tube was returned for analysis. Visual inspection revealed a rough area to the distal end of the device. The device was inspected; passing all required specifications. It was found that the device likely shifted and touched another device in the lot during the drying operation; the adhesive causing the rough spot. Based on the evidence, the complaint was confirmed. The root cause was found to be due to manufacturing as the operator failed to identify the tactile defect in the adhesive.

Event description:
It was reported that the tip of the silicone on the tracheostomy tube seemed to be unfinished and rough. The mother of the patient tried to put the tracheostomy tube in the patient but it made the patient cough. It was later observed that the device seemed to have two small rough bumps on one side. No patient injury or complications were reported in relation to this event.